Event description:
It was reported that an implantable cardioverter defibrillator exhibited myopotential oversensing. The oversensing resulted in myopotential inhibition. The device was reprogrammed to resolve the issue. The patient was stable throughout and will be monitored with routine follow up.